Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up, far field r-wave oversensing was observed. Electro-magnetic interference causing ventricular noise was also noted. Inappropriate mode switches from the oversensing were still present after programming changes were made. No further information is available. Patient condition is stable.